Event description:
On december 2, 2008, isi received medwatch report from the customer regarding this event: "during coagulation of tissue intraoperatively, tip of instrument (monopolar curved robotic scissors) sent out an arc of sparks out of the side of instrument. Instrument replaced. No adverse tissue damage occurred."